Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 06sept2019. The manufacturer¿s international service technician confirmed the reported airflow issue. Credit was issued to the customer. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
The data acquisition (da) pcba failed the airflow accuracy test (pvt test 5) at the 0slp setting. There was no patient involvement.